Event description:
It was reported that the right ventricular lead exhibited intermittent ventricular capture at 7.0 volts. A lead re- vision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.